Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds, no capture, high / undefined impedance and noise. A lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.